Event description:
Reportedly, on the first firing of the instrument, the pleura was torn. The surgeon then tried to repair it by applying another sulu. However, the second sulu did not place properly formed staples on the tissue. Subsequently, the surgeon decided to use a competitor's device to repair the site and complete the case without further incident. Procedure: thoraco/pneumothorax. Pt status: no pt injury reported.